Event description:
The disposable suction button fell into several different pieces while physician was using it. This is located on the outside of the scope. Thus, there was no chance for retained body. Manufacturer response for disposable scope buttons, defendo disposable air/water, suction and biopsy valves for olympus gi endoscopes (per site reporter): manufacturer contacted and did not desire to have product sent back for investigation.